Event description:
Healthcare professional reported of the right side device: "capsular contracture baker grade iii". The patient was prescribed singulair, vitamin e and milk thistle. The device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture was received on april 08, 2026 with lot number 3657749. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis two openings and creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported of the right side device: "capsular contracture baker grade iii". The patient was prescribed singulair, vitamin e and milk thistle. The device was explanted.